Event description:
The patient performed a blood glucose test on the suspect device and obtained a result in the 100's mg/dl. Pt had hypoglycemic symptoms and 911 was called. Pt was taken to the hospital and had blood drawn for lab work. Pt's glucose level was 30 mg/dl. Pt was treated with an unknown IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.